Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reports right side capsular contracture grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the specification, deformation, wear abrasion and crease fold. Voids in the gel observed after autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reports right side capsular contracture grade IV. Device has been explanted.